Event description:
Drug/diluent: naropin 0.20%. Fill volume: 500ml. Flow rate: 4.0ml/hr. Procedure: interscalene block. Cathplace: unk. The pt went home with the pump the day of procedure, (B)(6) 2012. The flow rate was set at 4ml/hr, by the morning on (B)(6) 2012 the pump was completely empty.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.